Event description:
The patient reported exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of exposed wires was confirmed. External visual inspection of the returned material revealed physical damage to the power extension cable and power supply (refer to MFR # 3004936110-2023-00957 for investigation of the power supply). No software malfunctions or anomalies were observed. Patient data backup was performed without errors using the returned gsm modem. A known working test power extension cable was used for performance testing due to frayed wires found on the one returned. The unit powered on successfully in conjunction with a test power extension cable with a known working test power supply connected directly to it. Unit passed diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Related manufacturer reference number: 3004936110-2023-00957.